Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation therefore the failure analysis and determination of root cause was not possible. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the plunger of the a2114 mayfield infinity xr2 skull clamp will no longer "undertension"; will not auto-return to engaged position once it's released. There was no patient injury nor delay in surgery.